Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was no longer receiving stimulation. An sjm representative met with her and reprogrammed her ipg. She is now receiving stimulation but not as strong as she would like it.